Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 41 alarm (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period) and pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor) during basal delivery. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump error alarms. Customer was able to clear the alarm and receive request to rewind the pump. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. Pump passed the displacement test. Pump error was reoccur during rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No drive/motor anomaly noted during testing. Successfully downloaded history files and traces using thump and a pump error 41 and pump error 43 was found on (B)(6) 2025 at 12:45. Pump was cut open to perform visual inspection and dried insulin was found on the motor slide. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case. Pump error 41 and 43 was confirmed in the history files, due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.